Manufacturer narrative:
(B)(4). The device was returned for evaluation and is currently in the process of being evaluated. A batch review will be conducted; should additional relevant information be obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of a leak was confirmed through functional testing. Visual inspection noted no issues. The cause of the reported condition was determined to be due to defective raw material (millipore filter) from a supplier. The supplier was notified of the complaint and additional leak testing has been added to the process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one vented paclitaxel set was observed with a leak "at the filter". The reporter stated that they were flushing the line with normal saline when this event occurred. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.